Event description:
Customer reports protime inr 2.8 vs 3.8 inr on unspecified lab instrument. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return from user facility.